Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event. Please see the associated reports: 0001822565-2023-03725. D10: concomitant medical products, part number (lot number): 42527000510 (64273927). H6: proposed component (annex g) code is mechanical (g04) - provisional top. The complaint is confirmed based on the provided picture. No visible fracture was noted on the tasp top; however, it shows a lot of wear and tear. Medical records were not provided. A review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The device evaluation found no reportable malfunction and the event did not contribute to injury, therefore this would not be considered a reportable event for this product. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
It was reported during knee arthroplasty that the tibial articular surface provisional fractured during insertion. The procedure was completed using another device. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The complainant has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.